Event description:
It was reported a remote alert was received from this system of a high, out-of-range pacing impedance measurements of greater than 3000 ohms from the right ventricular (rv) lead. Provocative maneuvers were performed remotely and the rv pacing impedance was in-range (700 ohms) in both unipolar and bipolar sensing. Because the patient is not pacemaker dependent, the physician elected to continue with normal follow-ups. The rv lead is not a boston scientific product. At this time, the system remains implanted and in-service. No adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).